Event description:
It was reported that the right ventricular (rv) lead triggered a warning for low impedances. The unipolar impedance measurement was noted to be higher than the bipolar impedance. Noise was noted on ventricular high rate episodes which resulted in inhibition of pacing with no patient symptoms. Reprogramming was performed until lead replacement could occur. The x-ray showed a visible defect in the lead at the point of the clavicle and rib. The physician stated that it appears to be subclavicular crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted (B)(6) 2008. (B)(4).